Event description:
The customer reported having high blood glucose of 130mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found low reservoir and low battery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. The caller also stated that the insulin squirted out while priming the device. The displacement test was performed and passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. N further information was provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.